Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11e. Retainer = black. The pump was returned for cosmetic damage located at the battery compartment found on 9/7/2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked select button keypad overlay. Cosmetic damage was confirmed at the battery compartment (corner of the belt clip rails).